Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Functional testing revealed that the iesu powered normally and successfully cauterized across all ports and instruments without issue. The log showed error c00. Visual inspection indicates the iesu is in good cosmetic condition. Probable root cause is attributed to defective generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, energy activation error had occurred during surgery and that a u-04 fault had been shown on the generator. The user had power cycled the generator and the fault had remained, and it had been stated that the issue had been recurring. Tse had reviewed the logs and had confirmed the u-04 fault, but no additional troubleshooting had been provided because the information had been received second hand. The procedure was completed with no reported injury.